Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer states that the first the on button was black screen after pressing 3 times they tried pressing longer still the same other screen was progressing the bolus screen and progressing to a low level. Customer did not getting input involuntarily. Customer states they insert new batteries every 10 days. Customer states that the buttons on insulin pump was slow or they has to press the button several times also states that they had been changing batteries every ten days. Customer states that buttons did not work sporadically. Customer states the insulin pump was neither dropped nor exposed to moisture. Customer states block mode was inactive. Customer states an alarm was in progress at the time the button was unresponsive. Customer was able to successfully clear the alarm. Customer states all buttons were responding. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No stuck button alarm noted. No damage to the keypad during visual inspection or blank display noted. (B)(4).